Manufacturer narrative:
Complaint conclusion: a report was received that the body of a 7 x 40mm 5f 135cm precise pro rx ous carotid system during a carotid percutaneous intervention. The device was removed and the procedure was successfully completed with another stent delivery system (sds) with no reported patient injury. Attempts to obtain additional information regarding this event have been unsuccessful. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm was received coiled inside a plastic bag with an un-deployed stent and with the hemostasis valve in the closed position. In addition, the body was separated 22cm from the brite tip. No other discrepancies were found. The stroke length was measured and found to be within specification. Sem analysis revealed that the body¿s external surface had evidence of elongation and pinhole at the areas surrounding the separation. Elongation is a common characteristic of pieces which that have been were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported "sds - separated" event was confirmed based on the visual analysis. The exact cause of this issue could not be conclusively determined. However, controls are in placed at the final assembly and packaging processes to detect this kind of issue. The product instructions for use (IFU) instructs users that after careful inspection of the pouch looking for damage to the sterile barrier, they are to carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. They are further instructed that if resistance is met during sds introduction, the system should be withdrawn and another system should be used. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However based on the results of the product analysis, procedural factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a carotid stenting procedure, it was reported that the surgeon wanted to do narrowing of the carotid artery. He introduced the precise stent and the plastic in the stent separated. After the incident he took another stent and it worked perfectly. There was no patient injury reported. The product will be returned for analysis.